Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a heart case, staff reported smoke coming from the back of the aex generator. Staff shut down the generator and there was no injury to the staff or the patient reported.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: there was interference with the ECG monitor. During interference, there was smoke coming from the back of the generator and it smelled of something burning. Analysis conclusion: the reported issue of smoke and burning smell was confirmed. Components on the rf circuit board were subjected to an overcurrent condition, resulting in the smoke and burning smell. The electrical damage discovered was caused by an incorrectly installed capacitor, resulting in reversed polarity. Replacing the damaged components and correctly re-installing the capacitor restored normal function. Minor cosmetic degradation was also observed, as the bezel is scratched, but without impact to functionality. The reported issue of interference was not able to be replicated in the laboratory setting. However, due to the overcurrent condition and resulting damage to the transformer, rf leakage is possible and may result in ECG monitor (or other or equipment) interference. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a heart case, staff reported smoke coming from the back of the aex generator. Staff shut down the generator and there was no injury to the staff or the patient reported.